Event description:
It was reported that pump generated cartridge alarm 20 during load process even though customer followed instructions and waited to remove used cartridge, and caller indicated similar cartridge alarms had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed to be replaced, was provided replacement pump and storage mode instructions for transport, confirmed shipping address, and was instructed to return problematic pump to tandem within 10 days using provided return materials.